Event description:
It was reported patient enrolled in a clinical study underwent total hip arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure due to a non-healing wound on (B)(6) 2007. There has been no reported revision procedure. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.